Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number investigation summary: a complaint of tubing being defective and causing an occlusion error on the pump was received from the customer. A photo was provided for investigation. Through visual inspection, the customer complaint was confirmed. The drip chamber was completely caved in and deformed. A device history record review could not be performed because the lot is unknown. The root cause for this defect is an issue at the supplier. The manufacturing plant has been notified of this defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd intravascular administration set was damaged. The following information was provided by the initial reporter: we¿re still trying to figure out on our side what happened, but it involves both the tubing and the alaris pump. We had two separate infusions of an investigational drug on two different pumps to two different patients. The drip chamber collapsed and the pumps read occlusion error, I believe. The tubing comes primed from pharmacy; I think it¿s primed with the drug."